Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon further investigation of the returned device, the device is an advance 14 lp low profile balloon catheter.

Event description:
Upon return and initial evaluation of the device fragment on 01jun2023, the balloon material and catheter tip had separated from the catheter. Additional information was received on 05jun2023. A 6 french balkin sheath was used during the procedure. The lesion, located in the anterior tibial artery, contained multiple areas of high-grade stenoses. Less than one percent of the vessel was totally occluded. The infra-popliteal vessels were calcified. The advance 18 lp low profile balloon catheter was inflated one time to nominal pressure, using an unspecified inflation device, for two-to-three minutes. The balloon did not rupture. The balloon was not inflated within a stent. Blood was not noted within the inflation device. The balloon was allowed to return to ambient pressure after deflation, and negative pressure was maintained upon removal of the device. A counterclockwise rotation of the device was not conducted during catheter withdrawal. The balloon catheter and an unknown wire were removed together, as the wire was kinked and had to be removed. The balloon fragment was found within the distal right common femoral artery during an open surgical arteriotomy to retrieve the fragment. The patient did not have any symptoms related to the retained balloon fragment; however, the incision made during the retrieval procedure reportedly became infected, requiring additional operations.

Manufacturer narrative:
D1, d4: upon return of the device, the rpn was determined to be pta4-18-150-4-20 (advance 18 lp low profile balloon catheter). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a patient underwent an unspecified procedure on (B)(6) 2023, during which both advance 14lp and advance 18lp balloon catheters were used. On (B)(6) 2023, they "had to go back in", at which time it was discovered that one of the balloons had separated and remained in the patient. It was originally unknown which balloon separated; however, upon return of the device to cook, it was determined to be an advance 14 lp low profile balloon catheter. Upon return and initial evaluation of the device fragment on (B)(6) 2023, the balloon material and catheter tip had separated from the catheter. Additional information was received on (B)(6) 2023. A 6 french balkin sheath was used during the procedure. The lesion, located in the anterior tibial artery, contained multiple areas of high-grade stenoses. Less than one percent of the vessel was totally occluded. The infra-popliteal vessels were calcified. The advance low profile balloon catheter was inflated one time to nominal pressure, using an unspecified inflation device, for two-to-three minutes. The balloon did not rupture. The balloon was not inflated within a stent. Blood was not noted within the inflation device. The balloon was allowed to return to ambient pressure after deflation, and negative pressure was maintained upon removal of the device. A counterclockwise rotation of the device was not conducted during catheter withdrawal. The balloon catheter and an unknown wire were removed together, as the wire was kinked and had to be removed. The balloon fragment was found within the distal right common femoral artery during an open surgical arteriotomy to retrieve the fragment. The patient did not have any symptoms related to the retained balloon fragment; however, the incision made during the retrieval procedure reportedly became infected, requiring additional operations. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. A fragment of the balloon and distal catheter tip was returned to cook for investigation. The balloon and catheter material were both separated, with the distal catheter tip attached to the separated section of the balloon. Balloon markers were not present. The complaint device was determined to be a (B)(4). The customer did not provide the lot number to cook, and a global search of sales could not definitively determine the lot number; therefore, the device history record could not be reviewed. It is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintain vacuum on the balloon and withdraw the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist the balloon rewrap, minimizing trauma to the percutaneous access site.¿ the information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s calcified and stenosed anatomy and unintended user error contributed to this event. While it is unknown if resistance was encountered upon removal of the balloon and wire guide, it is known that the balloon was removed with the wire because the wire was kinked. Separation of the balloon material as well as the catheter tip suggests that resistance likely occurred during removal. It is possible that the kinked wire may have led to resistance while removing the balloon, or that the balloon material may have become caught within a stenosed vessel or on calcification. The balloon was allowed to return to ambient pressure and negative pressure was maintained during withdrawal of the device; however, a counterclockwise rotation of the balloon was not conducted upon removal. It is unknown why the user did not discover the separated balloon and catheter tip once the device was removed from the patient. Based on examination of the information provided, no manufacturing or design deficiencies can be confirmed at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Per the initial reporter, it is unknown if the balloon that sheared off was g50317 or g30952, as both were used in the procedure. G50317 = ptax4-14-170-2-12 advance 14 lp low profile balloon catheter. G30952 = pta4-18-150-4-20 advance 18 lp low profile balloon catheter. Occupation = cst, emi coordinator. PMA/510(k) number = k170193 (g50317) or k130293 (g30952). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient underwent an unspecified procedure on (B)(6) 2023, during which both advance 14lp and advance 18lp balloon catheters were used. On (B)(6) 2023, they "had to go back in", at which time it was discovered that one of the balloons had separated and remained in the patient. It is unknown which balloon separated. Additional information has been requested.